Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via contralateral approach. The target lesion was located in iliac artery. A 10.0x60x75cm express ld iliac stent was advanced for treatment. However, during the procedure, the stent came off the balloon at the bifurcation. The physician opted to transfer the patient to a different healthcare facility. It was determined the other healthcare facility would have better equipment and backup to retrieve the stent. Before transferring the patient to the new healthcare facility, the stent was moved from out of the bifurcation to the aorta. It was then snared in order to secure the stent during transport to the new healthcare facility. After arrival at the new healthcare facility, a large dry sheath and snare were used to pull the stent out. Finally. Both iliac arteries were then stented. The procedure was completed, and no patient complications were reported.